Event description:
This report is for connection related to drain bag. During troubleshooting with an rn who was training a home patient (hp), the baxter technical representative (tsr) asked the rn to press "go" and load the set. The rn stated that she could not disconnect the drain bag to connect a new drain bag. The rn stated that she loaded a new set and a new drain bag. The tsr had the rn press "go" and the homechoice (hc) alarmed reload set(rls) 152. The tsr explained the hc needed to be swapped and made the arrangements for the swap. The rn will program. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed for connection issue. The root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.